Event description:
(B)(6) (sales) reported to hologic that as a customer was using the celero-12 device, it broke as it was being taken out of the breast. One needle got stuck in the breast after they fired the second cannula.